Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the intensive care unit for high blood glucose of 520mg/dl. Troubleshooting was performed. The customer stated that he did not try to correct his high glucose level only using the insulin pump. The customer stated that the cannula was bent and he changed the infusion set and reservoir the day before his hospitalization. The time and date on the insulin pump were correct. Performed a high pressure test and the device passed the test. No further information was provided.